Event description:
There was a report of an alarm 20 malfunction with the pump during use. There was no adverse impact to the customer's blood glucose level. As a resolution, technical support decided to replace the pump, which was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it. The customer was also instructed to return the problematic pump using a pre-paid label within 10 days, which they understood and acknowledged.